Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The alarm log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. This occurred before use. There was no patient involvement. No additional information is available.